Event description:
Patient was admitted to the operating room for tonsillectomy and adenoidectomy. At the end of the procedure, the patient was noted to have a small blister on the right inferior lateral vermilion border. There was intact small vesicle at the site and it was not causing any distress to patient. Patient discharged as scheduled.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.